Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/27/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: was the piece retrieved during the same initial procedure? : yes, it is retrieved. Was the procedure converted from laparoscopic to open? : no, procedure not converted to open. In what tissue was the needle piece found and dissected? : needle found in facia and retrieved by making an incision. Was there any change in the patient¿s post operative care due to the additional incision? Please specify. : no change product complaint # (B)(4). Date sent to the FDA: 10/27/2023. Corrected information: h6 (b17 - device not returned). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. - when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify : needle broken in to 2 pieces while surgery and one part lost in facia and dr: made an incision to take it out - was there any adverse consequence associated with the patient? : doctor managed it by giving an incision and taken out broken piece of needle. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Was the piece retrieved during the same initial procedure? Was the procedure converted from laparoscopic to open? In what tissue was the needle piece found and dissected? Was there any change in the patient¿s post operative care due to the additional incision? Please specify. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an laparoscopic hernia repair on (B)(6) 2023 and barbed suture was used. Needle broken in to 2 pieces during surgery and one part lost in facia and dr: made an incision to take it out additional .information has been requested.